Manufacturer narrative:
A specific root cause was not identiifed. It was determined possible reasons for the issue were, sample handling, usage of non-standard tubes, non-usage of sample tube adapters. The corrected results were reported outside of the lab. No patients were affected.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the lay user/patient on november 19, 2010 and obtained the following information: the patient tests three times a day and manages his diabetes with a single dose (10mg) of glipizide in the morning, 1000mg of metformin in the morning and evening, and a single dose (45mg) of actos in the morning. The patient alleged that the issue began on (B)(6) 2010 (time unknown). The patient reported blood glucose results of "206,170, and 128mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. In response to the alleged issue, the patient corrected and clarified that he took an additional dose of glipizide; prior to the alleged issue the patient indicated he had already taken his morning medications. According to the patient, when his blood glucose level is elevated, he was advised by his physician (in the past) to take an additional dose of glipizide. Approximately 1 ½ hours later, the patient confirmed he experienced sweating and also did not feel well. At the onset of his symptoms, the patient clarified he tested his blood glucose (with the subject meter) and obtained a result between "40 -60 mg/dl". The patient immediately administered self-treatment by consuming a glucose tablet. Approximately 1 ½ hours later, the patient stated he felt better and obtained a blood glucose result of "82mg/dl" with the subject meter. The patient indicated he contacted his physician on (B)(6) 2010 and the glipizide medication was removed from his daily regimen. During troubleshooting, the csr confirmed the patient was using the proper testing technique, he was cleaning the puncture area properly, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claimer he obtained inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Event description:
The user received a questionable glucose result for one patient sample from the cobas c501 analyzer. The initial result was 2.2 mg/dl and the repeat result was 62.3 mg/dl. No adverse events were alleged regarding the discrepancy. The glucose reagent lot number was 630353.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4)